Event description:
The following was reported to davol: it has been alleged that a pt with a history of diverticulitis underwent laparoscopic colon resection in 2006. Allegedly, on (B)(6) 2008, the pt underwent laparoscopic repair of an incisional hernia. Post operatively, he alleges that he had soreness and tenderness, however, he continued with daily activities. He alleges that he has pain in his luq that radiates around his abdomen. He alleges that he presented to the ER on (B)(6) 2014 and a CT scan was performed and found that the mesh was coming up on one side. He alleges that he is under a physician's care, is unable to work and is being treated with pain medication. He alleges that on (B)(6) 2014, he is scheduled to undergo repair surgery. As reported no intervention has taken place to date, however surgery is allegedly scheduled. Therefore, an MDR is file to document this event.

Manufacturer narrative:
Based on the currently available info, we are unable to determine to what extent, if any, the bard device may have caused or contributed to the events as alleged. The pt states that he does not have his med records at this time to provide product identifiers. No lot number has been provided; therefore, a review of the mfg records could not be conducted. This MDR includes all pt, event and device info davol has received to date. If additional info is obtained, a follow up MDR will be submitted.